Manufacturer narrative:
This supplemental report is being submitted to provide further information provided by the customer and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. According to the customer, the unit is not failed, it¿s functioning fine. The issue occurred just one time. After that day, the light source was turned off and turned back on and everything was working fine. As there are no further issues with the device, the device was not returned for inspection. Based on the results of the investigation, as the issue is no longer occurring, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the xenon light source spare lamp is flashing. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.